Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding") and haemorrhage ("bleeding disorder") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure micro-insert had bent". Concomitant products included ibuprofen and ibuprofen (motrin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 8 months 25 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced mental disorder ("psychological or psychiatric problems"). On (B)(6)2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), haemorrhage (seriousness criterion medically significant), back pain ("lower back pain, when not menstruating"), device expulsion ("essure while still in uterus"), dysmenorrhoea ("abnormally severe menstrual pain"), vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2016 underwent a bilateral salpingectomy) and surgery (laparoscopy remove tubes and essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, haemorrhage, pelvic pain, device expulsion, dysmenorrhoea, vaginal infection, dyspareunia, depression, anxiety, alopecia, vaginal haemorrhage, headache and mental disorder outcome was unknown and the menorrhagia, back pain and migraine had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, haemorrhage, headache, menorrhagia, mental disorder, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: more specifically, despite treatment, patient symptoms did not improve. Post-operatively, her doctor advised that one of the essure micro-inserts had bent while still in uterus. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history, concurrent condition were added. Events mental disorder, pelvic pain, headache, vaginal haemorrhage were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and haemorrhage ("bleeding disorder") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure micro-insert had bent". The patient's past medical history included food poisoning. Previously administered products included for an unreported indication: alesse. Concurrent conditions included vomiting, chills, headache, urinary tract infection, lightheadedness, decreased appetite, dysuria, meningitis, sinus disorder, tubulointerstitial nephritis, overweight, anemia, hemorrhoids, kidney stone and appendix disorder nos. Concomitant products included ciprofloxacin (cipro), docusate sodium, ergocalciferol, ergocalciferol (vitamin d2), ferrous sulfate (ferrous sulphate), hydrocortisone, ibuprofen, ibuprofen (motrin), ketorolac tromethamine (toradol), ondansetron, oxycodone, prochlorperazine edisylate (compazine), promethazine and tamsulosin. On(B)(6) 2014, the patient had essure inserted. In march 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, 8 months 25 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("anxiety/ psychological or psychiatric problems condition: anxiety"). On (B)(6) 2015, the patient experienced mental disorder ("psychological or psychiatric problems"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), haemorrhage (seriousness criterion medically significant), back pain ("lower back pain, when not menstruating"), device expulsion ("essure while still in uterus"), dysmenorrhoea ("abnormally severe menstrual pain"), vaginal infection ("chronic vaginal infections") with vaginal discharge and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2016 underwent a bilateral salpingectomy) and surgery (laparoscopy remove tubes and essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, haemorrhage, pelvic pain, device expulsion, dysmenorrhoea, vaginal infection, dyspareunia, anxiety, alopecia, vaginal haemorrhage, headache, mental disorder and fatigue outcome was unknown, the menorrhagia, back pain and migraine had resolved and the depression was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, haemorrhage, headache, menorrhagia, mental disorder, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: more specifically, despite treatment, patient symptoms did not improve. Post-operatively, her doctor advised that one of the essure micro-inserts had bent while still in uterus. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - in march 2013: confirming full occlusion of fallopian tubes (B)(6) 2016: CT abdomen pelvis w contrast: impression: 1. Enlarged heterogeneously enhancing left kidney compatible with pyelonephritis. 2. Bilateral nephrolithiasis. 3. Cholelithiasis. 4. Fatty infiltration of the liver. Most recent follow-up information incorporated above includes: on(B)(6) 2018: historical drug, concomitant drug and concomitant disease were added. Added event fatigue. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and haemorrhagic disorder ("bleeding disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure micro-insert had bent". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), haemorrhagic disorder (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding"), back pain ("lower back pain, when not menstruating"), device expulsion ("essure while still in uterus"), dysmenorrhoea ("abnormally severe menstrual pain"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2016 underwent a bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain lower, haemorrhagic disorder, menorrhagia, back pain, device expulsion, dysmenorrhoea, vaginal infection, dyspareunia, migraine, depression, anxiety and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, haemorrhagic disorder, menorrhagia, migraine and vaginal infection to be related to essure. The reporter commented: more specifically, despite treatment, patient symptoms did not improve. Post-operatively, her doctor advised that one of the essure micro-inserts had bent while still in uterus. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.